Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The current blood glucose value is 263 mg/dl. The current sensor glucose value is 78. The sensor glucose and blood glucose is not within acceptable range. The customer was advised to enter blood glucose immediately and don't delay entry. The customer was advised not to calibrate on a sensor alert. The customer was advised that we will ship a replacement sensor. The customer reported via phone call that they had calibration error alert. Customer's blood glucose at time of incident was unknown mg/dl. Customer was at work when the pump alarm calibration error. The customer was advised the alert may be caused by rapid increase or decrease in blood glucose value. The customer was advised the sensor would need to be replaced and monitored.